Event description:
Paradoxical hyperplasia of the abdomen s/p coolsculpting procedure. (Coolsculpting machine by zeltiq) procedure performed in (B)(6) 2020. Developed enlarged tissue deformities in the treated area of the abdominal wall and under her chin for which she started to notice in (B)(6) 2021. Significantly altering her appearance. Diagnosed with paradoxical hyperplasia on (B)(6) 2021. She was treated with the coolmini applicator with 4 cycles under the chin. Cooladvantage applicator with 2 cycles upper abdomen and cooladvantage plus for 2 cycles lower abdomen. All treatments were done at the manufacturers settings, following standard protocols. FDA safety report ID # (B)(4).